Event description:
The customer reported to customer service that said she was using a lactina when her w/c pump did not work the lactina pump cracked her nipples and she said she also had thrush.

Manufacturer narrative:
A replacement pump was sent to the customer. In the f/u with the customer, she indicated that she was using a hospital grade pump when she got cracked nipples. She consulted her healthcare provider and was diagnosed with thrush and was prescribed dyflucan. She stated that she is now strictly breastfeeding. The clinical f/u revealed that the customer stated that thrush has resolved after course of medication that she received from the w/c clinic. She was provided info regarding cleaning and sterilization of all kit pieces, milk containers, nipples, pacifiers after each use to prevent recurrence. This issue is resolved without ongoing adverse effect and further clinical f/u is not indicated. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed or corrected info, a f/u report will be filed.